Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV tubing break from the blue insert piece.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported tubing broke at the blue insert and returned one photo of the incident. The photos verify this is for material: 2420-0007, lot: 25065014. Upon initial visual examination, the photo verifies the complaint of separation at the lower fitment of the pumping segment. There is only photo evidence, no physical sample available. The manufacturing plant found the root cause for the separation to be related to the solvent application process. A work order was created on (B)(6) 2025 to review the solvent dispenser equipment. In addition, a re-training of the correct procedure and use of solvent dispenser was carried out on (B)(6) 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.